Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was informed to continue using the pump, with instructions to call back if any malfunction code reappears.